Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the stay safe connector. The patient stated the connection was tight and was not sure what part of the connector the solution was coming out of. The patient closed clamps on the lines and disconnected. The patient stated the pin broke and stayed inside the connector. Nurse stated that the patient had no adverse effects. Nurse also stated that the sample was sent to the manufacturer. Sample has not been received by the manufacturer.